Event description:
The patient was seen to undergo surgery due to low battery. In pre-op the impedance was within normal limits, but low output current was observed. In surgery, the generator was first replaced and upon interrogation, the lead impedance was high. The surgeon troubleshooted by removing and cleaning off the lead pin and then reinserting but high impedance was still observed, and these steps were done 4 times, and all resulted in high impedance. The surgeon then noticed fluid in the lead indicating there was some sort of crack or break, so the surgeon decided to perform a full revision. Once a new lead was implanted and connected to the new generator, the lead impedance was within normal limits. The explanted lead has not been received by product analysis to date. No other relevant information has been received to date.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 cfr part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or "malfunctions". These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.